Manufacturer narrative:
This event occurred at (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a heartmate 2 pump exchange.

Event description:
Associated MFR: death MFR 2916596-2022-10805. Additional information states that the patient had an obstruction inside of their pump. The thrombus was located in side the pump and on the rotor. The site communicated that the obstruction was obvious in the explanted pump and did not want an investigation so the pump would not be returned. Following the pump exchange the patient was stable in the intensive care unit (ICU), but had bleeding revision in the night and unfortunately passed away on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photographs confirmed thrombus within the blood tube of heartmate ii left ventricular assist system (lvas), serial number (B)(6). The account reported that the patient underwent a pump exchange on (B)(6) 2022 due to device thrombosis. The submitted images appeared to show a pink, tissue-like deposition within the blood tube; however, it could not be concluded if the thrombus was developed or ingested into the pump. The account communicated that the device would not be returned for evaluation. Following the pump exchange, the patient reportedly experienced bleeding and subsequently expired on 03apr2022 (refer to the investigation of (B)(6) under MFR# 2916596-2022-10805). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. No further information provided. The manufacturer is closing the file on this event.